Event description:
Letter received for urgent product recall from ortho-clinical diagnostics for fetalscreen kits. Recall notice said there had been reports of weak or negative reactivity with the positive control in the kits. Indicating that in the presence of a weakly positive control, patient samples for the same concentration may not show rosetting. This could result in the lab not performing subsequent quantitative testing that may be required to determine the extent of fetal maternal hemorrhage.the kits were used on a total of 52 patient's at our hospital between 11/04 and 1/05. We will not know if there were any injuries because of this for awhile.